Event description:
It was reported that during a stenting treatment procedure, a vessel perforation occurred. The 99-100% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). Direct stenting was performed with a 3.0x18mm promus stent and postdilation was performed with a 2.5x8mm maverick balloon. Upon initial balloon inflation, a dissection was noted, which worsened, resulting in a perforation. A non bsc wire was advanced to the lesion along with a non bsc stent delivery system (sds). The non bsc sds was unable to cross the lesion and while removing the device, the non bsc guide wire became entangled with the first non bsc guide wire that was placed in the lesion. While trying to remove the second non bsc wire, part of it sheared off and remained in the mid to distal lad. The first non bsc wire was removed without difficulty. Two non bsc stents, size 3.0x12mm, were implanted in the lesion and successfully sealed the perforation and also embedded the separated portion of the non bsc guide wire in the lesion. No additional patient complications were reported and the patient was discharged the following day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).